Manufacturer narrative:
(B)(4).

Event description:
During recharging, they were only able to get 2 coupling bars at the most. The pt was less than 1 week post-op with 1/4 battery charge left. It was determined that the implantable neurostimulator was flipped. As of (B)(6) 2010, the pt was able to effectively recharge; the intervention was not reported.